Event description:
As reported by the patient¿s attorney, a pinnacle duet pelvic floor repair kit (MFR report #3005099803-2013-15159) and a solyx sis system (MFR report #3005099803-2013-15158) were implanted into the patient on (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.